Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient went to the ER(emergeny room) following an implant procedure due to extreme pain secondary to two broken ribs.